Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: revitan, distal part, curved, uncemented, 18/200 item# 01.00406.218 lot# 3106665. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Products were not returned for investigation. However, a total of two pictures were received and reviewed. The pictures provide an overview of the right hip with the implanted distal stem and the proximal part assembled on top. In both pictures it is possible to see a gap between the two components. Lot numbers were provided for the implants used. The lot numbers were reviewed for any deviations and/or anomalies in the manufacturing process that may have affected the surgical outcome or contributed to this reported event. No deviations or anomalies related to the reported event were discovered. Devices are used for treatment. Medical records were not provided. The devices involved in the reported event were not returned for investigation; therefore, a product evaluation could not be performed. Based on the pictures provided it is not possible to recreate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Investigation updates: the proximal part was returned for investigation. The item shows no signs of damage on any of the external surfaces. The inner surfaces of the proximal parts show some scratches, most likely caused during assembly the two parts during surgery. A stock investigation was performed in order to retrieve a distal part from the same lot and test the assembly with the returned proximal part; however, no unit was available in stock. Therefore, a functional test was performed where the returned proximal part was mounted on a test-distal part: it is possible to see that there is a gap between the two parts. As per revitan stem design, after the assembly of the distal and proximal part a gap of approximately 1 millimeter should be obtained between the two parts. However, depending on the manufacturing tolerances of all involved components, this gap can vary within a certain range. The provided intraoperative picture shows a gap between the two parts that seems to satisfy the before mentioned condition. Further, the functional test performed during investigation suggested that the returned proximal part can be assembled as intended on a test-distal part. As the distal part involved in the event remained implanted in the patient, a product evaluation on this item could not be performed; moreover, it is not possible to test the assembly of the two parts. Based on the available information, the analysis of the returned part and the possible investigations, the reported issue could not be reproduced. Therefore, we are unable draw any conclusions as to the root cause of the reported issue. The new provided information did not change the outcome of the investigation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products¿ associated products; unknown revitan distal part. Report source- foreign: switzerland. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023 -00059. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery after 12-year post-implantation and during the surgery, patient had intra-operative intervention due to assembly issue between distal and proximal part. Due diligence is in progress for this complaint; to date no additional information or product has been received.